Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing a shocking or jolting sensation which went throughout his whole body. The event occurred following a position change. The shocking sensation happened intermittently when the pt gets up from a sitting position and it only occurs when his ins battery gets low. It has happened approximately 8 times in the past year. The pt experienced a loss of therapeutic effect from his knees to his feet. This had been going on for approx. 3-3.5 months. For approximately the last 2 weeks the pt had no pain relief in his lower knees to feet area. The pt was calling the manufacturer's rep to be re-programmed, as the rep was able to re- program his ins in the past and had captured the areas needed to relieve the pain. If re-programming was not successful, additional diagnostic testing of the system was being considered. Additional info was requested.